Manufacturer narrative:
Power cable examined and the insulation is deformed and split at the connector end of cable that was attached to a converter. Possible cause was a connection problem between cable and connector.

Event description:
Allegedly, during a lap cholecystectomy the operating room staff noticed smoke emitting from the area of the nurse's station. They investigated and found that a 5v wire connected from neo controller to a converter was burning/smouldering. The operating room staff extinguished the fire and turned the operating room 1 power off. This caused loss of integrated light source, cameras and monitors; the doctor decided to convert to open surgery to complete procedure. Procedure was completed; there was no impact on patient. There was no impact on operating room staff due to extinguishing fire.